Event description:
The abbott integration specialist contacted abbott regarding hemoglobin syringe "fail to home" errors generated on the cell-dyn sapphire hematology analyzer. The spec was at the customer facility following delivery and installation of the instrument and encountered the syringe errors. The spec cleaned and replaced the syringe with temporary resolution. The spec reported that when cleaning the syringe, she found the syringe plunger very difficult to move. The abbott customer technical advocate instructed the spec clean a new syringe and check the syringe plunger. The spec stated the plunger was smooth and easy to move and installed it on the analyzer and the issue was resolved. There was no impact to pt management.

Manufacturer narrative:
(No consequences or impact to pt). (Syringe, defective), (error message given). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.